Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a false downstream occlusion occurred, and the cassette failed to load. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective latch lock sensor was found. The customer's problem was replicated. The device was found to be beyond economic repair due to the front/rear housing also being damaged, so a complete replacement would be needed.